Event description:
It was reported that the customer was not receiving insulin so he changed the infusion set. Customer stated that the set started working after the set change. Customer mentioned that a couple weeks ago, he had an incident where he had to contact the paramedics due to a low blood glucose. Customer was no longer on the line because he was at work. Customer will be scheduled for a call back on the next business day.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.